Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, an arm cart assembly (aca) non-recoverable error occurred stating, "arm error use mechanical support to withdraw". The team used a loaner arm to resolve the issue. There was a 10¿15 minute delay. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the reported arm cart assembly. Review of the field service notes indicate that an arm non-recoverable error was observed. It was found that instrument drive unit needs to be replaced to resolve the issue and so the part was ordered. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.